Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. Testing and calibrations passed.(B)(4)

Event description:
Covidien received information that the ventilator&#39;s lower display would alternate between black and white, without alarming. The ventilator continued to ventilate. The malfunction did not occur during patient use.